Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis.the reported mechanical jam (gripper line - inability) could not be confirmed during returned device analysis, as the line was able to floss as indicated. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. All available information was investigated and a conclusive cause for the reported mechanical jam (gripper line- inability) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report inability to remove the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) grade 4+. The first clip was implanted without issues. To further reduce mr, a second clip was advanced to the mitral valve and the clip was placed. However, when establishing gripper line removability, the gripper line could not be removed. The clip was not implanted and the cds was removed. One clip was implanted reducing mr to 1-2. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided.